Manufacturer narrative:
Submit date: (B)(6) 2012. An investigation is currently underway. Upon completion, the results will be forwarded. Mansfield qa has requested add'l info, but no add'l info has been received, if add'l info is obtained the medwatch form will be updated.

Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with an umbilical vessel catheter (uvc). The customer reported, when they were removing the catheter, the actual tube popped. The customer stated they were having difficulty pulling it out and when they finally did, they only pulled out half of it. The customer stated they then went back in to get the remainder and there was no add'l procedure or consequence to the pt.